Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while firing, and after using the handle four times, the surgeon was unable to fire the handle because the handle was not responding anymore. The surgeon had to take a new handle to complete the case and resolve the issue. There was no patient injury.